Event description:
It was reported that the sensitivity does not work. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that there was corrosion in the device. The main printed circuit board (pcb), heart lead flex and one pcb screw were corroded. It was also noted that the lower case and lead flex cover were contaminated, both bail covers were broken and the battery contacts were compressed.